Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up, atrial noise reversion episode due to oversensing was noted. It was stated that the issue was intermittent. No intervention was performed, and the lead remains implanted. The patient was in stable condition.